Event description:
On (B)(6) 2012, the lay user/patient's relative contacted lifescan from (B)(6) alleging a battery indicator issue with the one touch verio meter. The patient's relative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's relative claimed that the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's relative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.